Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 411 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer reported a button error/keypad anomaly. The customer also stated went snorkeling with pump on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on esc and act button. No button error alarm and audio/beep anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.